Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Pharmacist is calling on behalf of the customer who complains of high results. Pharmacist confirms the customer feels well and requires no medical attention. The customer's expected blood results are 120-150mg/dl fasting. Verified the strips expired 3/17/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer became concerned when her meter displayed 290 mg/dl in the morning (fasting). Customer declined request for recalling previous results and back to back blood test. Customer declined providing any personal information. Adverse event not reported.